Event description:
During an off pump procedure, the padding detached from the retractor blade of the stabilizer. The surgeon noticed that the padding was stuck to the sponge after the procedure during cleaning. No pt complications were reported. The surgeon did not perform any medical or surgical intervention.